Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to carelink. No upload/download anomalies or delays in uploading/downloading were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced low blood glucose. The customer's blood glucose was 48 mg/dl. The customer was treated with the food. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. It was stated that the auto mode was active at the time of incident. It was stated that customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. The customer was alleging that the insulin pump was over delivering because they stated, this is the first time that this happened to him and insulin pump was not computing his carbs correctly. Displacement test and self test were performed and both passed. The insulin pump will be returned for analysis.